Event description:
It was reported, by (B)(6); one of their customers' facility, the ponderosa pines had a near miss incident where the boom dropped quickly causing the resident to fall back onto the bed. No injury was reported he was startled. (B)(4) was entered into the system to get product back for evaluation.